Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. Customer also reported a damaged battery cap. The blood glucose reading was 244 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had a cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, a cracked reservoir tube lip and a stripped battery cap at coin slot area.